Event description:
During remote follow up, post paced t wave oversensing and fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed. The patient was stable and will continue to be monitored.